Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an (B)(6) 2020 metacarpal fx procedure the surgeon was using an ar-18716v-09 screw which did not want to lock into the ar-18716p-03 plate (lot 04521913). The surgeon used another one and it finally locked into the plate and the case was finished. To prep the bone the surgeon had used the 1.2mm recommended drill. The lot number is unknown because the screw was from the distributor's mini cfs tray (#2) and screw lots are not recorded in the tray. Approximately a week later the surgeon the surgeon reported to the sales representative that the surgeon had to revision that fracture again because that same locking screw backed out. The revision procedure took place (B)(6) 2020 at the same facility by the same surgeon. During the revision the ar-18716v-09 screw was explanted and a replacement screw of the same size was implanted. Device will not be returned as the device was discarded by the surgeon during the revision procedure.